Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (3,000 mcg per ml at 702 mcg) and bupivacaine (10 mg at 2.34) via an implantable pump for non-malignant pain. It was reported that there was a lack of efficacy. It was mentioned that the hcp could not aspirate the catheter from the side port. The full system: pump and catheter was replaced. The issue was resolved at time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.